Event description:
It was reported that the catheter balloon was difficult to deflate on the second day of use. It was stated that they tried to pump the syringe and cut the inflation lumen and then the catheter shaft, but the water would not come out. Next a guidewire was used to try and clear the lumen and then to try to burst the balloon, but it did not work either. Last, the water was able to be removed by the urologist. The original sample was discarded, however 6 lot samples were to be sent in for testing. Per additional information from the ibc via email 11mar2020, the urologist used percutaneous puncture and there were no missing pieces to the burst balloon. No additional medical intervention was required.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per the evaluation carried out, the sample was evaluated and no pinch or blockage and no abnormalities were observed. No conditions were found on the sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(10) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ]" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the second day of use. It was stated that they tried to pump the syringe and cut the inflation lumen and then the catheter shaft, but the water would not come out. Next a guidewire was used to try and clear the lumen and then to try to burst the balloon, but it did not work either. Last, the water was able to be removed by the urologist. The original sample was discarded, however 6 lot samples were to be sent in for testing. Per additional information from the ibc via email 11mar2020, the urologist used percutaneous puncture and there were no missing pieces to the burst balloon. No additional medical intervention was required.